Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary intervention interventional procedure using an 8f sheath. Prior to use, flushing with saline of marker lumen was successfully performed. Reportedly, the proglide device was inserted into the vessel; however, back-flow was not confirmed. The device direction and depth were changed; however, the back-flow was again not confirmed. After the device was removed, the flushing was performed again; however, the flushing failed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.